Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the first and second firing, the device had a poor staple formation, it was also reported that while firing the knife stopped resulting to incomplete staple line proximally. They then used another reload and a manual stapler to resolve the issue, in order to complete the case. There was no patient injury.